Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lower anterior resection/double stapling. According to the reporter: malformed stapling occurred. A staple fell in the patient cavity. The fallen staple could be retrieved. The sulu was bent. Another device was used. No unanticipated bleeding occurred. Operative time was not extended more than 30 minutes. The surgeon had to resect more tissue than what was originally planned due to the product problem.